Event description:
Customer reported that screen responsiveness was diminished, requiring multiple button presses to unlock and enter bolus. There was no adverse impact to the customer¿s blood glucose level. Customer declined further assistance, inquiry, troubleshooting, or follow-up, and no further action was required.